Event description:
It was reported that during the pulse field ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that due to a defect in the sheath valve, air continued to leak. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.